Event description:
It was reported that a patient experienced five hernias coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for one day for the hernia event. It was reported that the location of the five hernias included two bilateral inguinal hernias and three umbilical hernias. It was reported that the patient underwent five hernia surgical repairs in one day. No other treatment was reported. The patient was temporarily put on hemodialysis after the hernia repair surgery and returned to pd therapy after one week. At the time of this report, the patient was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.